Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm debakey forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The debakey forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additional observation(s) not reported by site were also identified: the debakey forceps instrument was found to have various scratch marks on the main tube. The scratch marks were 0.097¿ - 0.194¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No image or video of the last procedure was provided for review. A review of the instrument log for the debakey forceps (470036-04/n10181217 0019) associated with this event has been performed. Per logs, the debakey forceps instrument was last used on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. This debakey forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted tongue base resection - benign surgical procedure, the debakey forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.